Event description:
An optometrist reported that during a lasik treatment, the eye tracker lost the ability to capture the eye. The treatment stopped automatically and displayed system message "pupil lost." Rather than adjusting the ir-light to capture the pupil again, only the white light was adjusted. The pupil still could not be found. The center pedal was pressed a few times without being able to re-engage the capturing of the pupil. The surgeon then depressed the "ready" button which set the ir light back to standard and the eye tracker worked again with the pupil being able to be captured. Treatment continued; however, rather than recognizing the treatment at 23% (where it was in the case when the system message was displayed), it recognized the treatment at 0%. After due consideration, a further 20% laser was applied and balance aborted manually. The treatment completed as normal with flap repositioning, antibiotic drops instilled and bandage contact lens applied. Decision was made by surgeon to proceed to second eye. Treatment to left eye (second eye) was then completed without any events as normal. The pt was seen one day post operatively and the flap was fine although there was edema in the cornea. The bandage contact lens was removed; post operative instructions reaffirmed and a follow-up appointment was made for (B)(6)2013. No refraction attempted since contact lens bandage was just removed. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).